Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4 (model #) investigation-evaluation it was reported to cook that the delivery system of a zenith flex with spiral-z technology aaa endovascular graft iliac leg would not advance over the guide wire. The device was opened, and the shipping stylet was removed. However, the device did not make patient contact. The device would not advance over the wire guide. The customer disassembled the device and tried to advance the wire guide through the proximal and distal part of the dilator and was unsuccessful. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, two videos were provided by the customer demonstrating that the wire was unable to advance through the device from the proximal or distal end. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed two subassembly non-conformances. One of the subassembly lot devices was scrapped and replaced prior to further processing. The other subassembly lot device was scrapped. A complaint history did not identify any additional complaints for this lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿4 warnings and precautions 4.5 implant procedure ¿ do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. ¿ do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. ¿ maintain wire guide position during delivery system insertion. 10.2 inspection prior to use inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product, and return to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient.¿ based on the information provided, photos of the product, and the results of the investigation, a definitive root cause for this event was not able to be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that the delivery system of a zenith flex with spiral-z technology aaa endovascular graft iliac leg would not advance over the guide wire. The device was opened, and the shipping stylet was removed. However, the device did not make patient contact. The device would not advance over the wire guide. The customer disassembled the device and tried to advance the wire guide through the proximal and distal part of the dilator and was unsuccessful. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.